Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead noted loss of capture due to lead dislodgement. Additionally, high threshold measurements were noted and an increase in pacing impedance measurements from 550 ohms to 756 ohms. During the repositioning procedure, blood infiltration near the lead connector was suspected. Therefore, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Blood infiltration was confirmed into the lead rate sense lumen. No insulation breach was noted. However, the blood/body fluid could have entered the rate sense lumen through the terminal pin opening, possibly by way of a stylet. Other than the blood infiltration, laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.